Event description:
It was reported that a patient underwent a "sectio" procedure on (B)(6)2010 and suture was used. The tip of the needle broke off. The needle pieces were removed during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.